Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose over 600 mg/dl at the time of the incident. Customer's current blood glucose was 235 mg/dl. Customer treated with manual injections. Customer stated that the cannula was bent and they had no concerns with the insulin. Customer was advised that inaccurate pump settings may result in unexplained high blood glucose. Customer declined to check their settings. Customer did not want to perform a high pressure test because, they just changed the set. Customer was educated on possible reasons for the high blood glucose.